Manufacturer narrative:
Date received for intake: (B)(6) 2020. Material no.: 4468. Batch no.: unknown. It was reported that the blue towels are tearing and leaving bits on the patient's skin. This pr is for date of event (B)(6) 2020. This is the second occurrence.

Event description:
It was reported that the blue towels are tearing and leaving bits on the patient's skin.